Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, they observed that the device's multifunction cable could be inserted upside down into the paddle. Complainant indicated that there was no pt involvement in the reported malfunction.